Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin with the pump. Tandem clinical support informed customer that they should be using room temperature insulin with the pump. The customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer delivered a correction bolus to address the elevated bg level.

Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.